Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report elevated blood glucose levels and that the insulin leaked from the reservoir. The customer also reported air bubbles in the reservoir. The customer's blood glucose level was 525 mg/dl. The customer's symptoms included excessive thirst and feeling tired all day. The customer treated with a bolus from the insulin pump and a manual injection. The customer was advised to change out their entire set, reservoir, and insulin and treat per their doctor's instructions. Tubing clamps were shipped to the customer and customer was informed to call back when they received them to perform the test. The customer's items were replaced.